Event description:
The customer reported intermittently the system video would cut out. This hazard resulted in an intermittent loss of imaging functionality. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage tank, high voltage regulator, snubber board, filament drive, and the generator drive board were replaced during the service call. The system was tested and found to be working as intended and put back into service.